Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The secure lock male adapters of the tubing sets were connected to needle-free adapters and were being used to deliver unspecified volumes of unspecified solutions. After unspecified lengths of time in use, it was reported the secure lock male adaptors of the tubing sets disconnected from the needle-free adaptors. There were no reported adverse patient effects and no reported delays in critical therapies. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The catalog number provided is the international list number that was involved in the reported events, which is comparable to the domestic list number 11943. The domestic list number has a common device name of 80frn and has a 510k of k052052. The international affiliate was contacted and information on reprocessing of the devices was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).